Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced delayed keypad output during testing. The cause was identified to be the processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, delayed keypad output was observed. No additional information is available.